Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, the c-arm was lowering involuntarily. The caller reported that the information was provided by the technologists and that no patient was affected or harmed. The event occurred prior to a patient exam. No patient or user injuries were reported. Hologic technical support (ts) reviewed the system logs and reported that the c-arm down switch remained enabled and moved the c-arm to its lowest position. Ts reported that the switch continued to be enabled for approximately three minutes before the gantry rebooted and generated a stuck switch fault, disabling the right foot switch. A hologic field service engineer (fse) investigated the device and determined that the issue was caused by a faulty foot switch. The fse reported that the foot switch was replaced. No further information is currently available.